Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to patient notifier. Upon interrogation, the right ventricular lead exhibited high impedance. The patient was hospitalized and with further diagnoses of the lead, it was determined that the lead had fractured. On (B)(6) 2018 the lead was capped and replaced. The patient was in stable condition.